Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.